Event description:
Device stopped working during case. Coag function diminished until no longer effective.

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product received by manufacturer and pending inspection. Product event: (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device stopped working during a surgical case. Coag function diminshed until no longer effective.

Manufacturer narrative:
(B)(4). Testing performed: visual inspection device: plasmablade 3.0s product: (B)(4) lot: 55333 qty:2 devices (2) were enclosed in cardboard (B)(6) shipper box. There was no damage to the outer box. No packing peanuts or bubble wrap were enclosed in the shipper box. Tyvek lids enclosed with both devices. Device #1 was double bagged in biohazard bags tied in a knot and not sealed, appears to have been used, blood on handle and tip, charring on electrode. Telescoping shaft is stuck and unable to be extended. Device #2 was triple bagged in biohazard bags tied in a knot and not sealed with electrode protruding through bags, appears to have been used, blood on entire device including tubing, some charring on electrode. There is evidence of tissue remnants on the suction tip with visible liquid blood in suction tubing. All activation buttons have a normal tactile feel. Functional evaluation devices were connected to pulsar ii generator ((B)(4)) (calibration due date: (B)(4) 2013) time was measured with stop watch eqp 6444 (calibration due date: 11/2013) performance testing was completed using chicken device #1 normal "end of life error" (e5) on generator when plugged in eprom connector used to bypass end of life code device was tested in the collapsed shaft position due to inability to extend shaft. Device was activated for 2.5 min on cut setting 5 with excellent cutting performance device was activated for 2.5 min on cut setting 10 with excellent cutting performance device was activated for 5 min on coag setting 10 with excellent cutting performance device was activated for 1 min on cut setting 7 and coag 9 with excellent cutting performance. This represents the cut and coag set tings from the complaint. No intermittent performance displayed. Complaint not confirmed for device #1. Device #2 normal "end of life error" (e5) on generator when plugged in eprom connector used to bypass end of life code device was tested in the collapsed shaft position for the cut settings and in the extended shaft position for the coag settings to display full functionality of the device. Device was activated for 2.5 min on cut setting 5 with acceptable cutting performance device was activated for 2.5 min on cut setting 10 with acceptable cutting performance device was activated for 1 min on cut setting 7 to simulate the complaint with acceptable cutting performance. Device was activated for 5 min on coag setting 10 with acceptable cutting performance device was activated for 1 min on cut setting 7 and coag 9 with acceptable cutting performance. This represents the cut and coag settings from the complaint. No intermittent performance displayed. Complaint not confirmed for device #2. Investigation conclusion: the complaint could not be confirmed because both devices performed as intended. Both devices responded normally for all activations and were able to produce acceptable performance based on the product specification requirements. (B)(4).